Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial resection of the small intestine procedure. For the second firing, the surgeon tried to fire the device. However, could not fire at all. Replaced by a new handle and a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.